Event description:
It was reported impedance values were >2000 ohms on some of the unipolar pairs. All bipoles in combination with #2 were >2000 ohms. The pt was to have an MRI. Add'l info indicated an MRI was ordered for consideration of a dbs system on the other side. The pt had been to the (B) (6) the previous day. Impedance testing had been done and all electrode combinations came back within normal range at that time. When the device was to be turned down and off the next day for the MRI impedances were checked again. High impedance values were noted suggesting an open circuit. It was unk why the impedances had been normal the previous day but abnormal prior to the MRI. The pt's head was repositioned to see it that impacted impedance values. Head positioning had impacted the impedance values. The MRI was cancelled. Instead, the hcp was to see the pt the next morning for an x-ray to inspect the system for any lead break. The pt had some tremor that had not been controlled for several years. Since the pt was new to the clinic, there was limited history. No further info was known at that time of the report.

Manufacturer narrative:
(B) (4)